Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient¿s son/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿186 mg/dl¿ compared to another meter reading of ¿162 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the inaccurate high issue began on (B)(6) 2014, at 6 pm., the patient reportedly lost consciousness and tested on the subject meter at ¿134 mg/dl.¿ the reporter attempted a second test on the patient but reportedly could not obtain another reading on the subject meter at the time of concern. The paramedic arrived soon after and tested the patient on the emt meter at ¿23 mg/dl.¿ at 7 pm, the patient arrived at the hospital and was treated at the emergency room with a ¿shot to bring her blood glucose up.¿ the patient was admitted to the hospital for a few days. It was noted that the patient tested on the ER meter at ¿162 mg/dl¿ on (B)(6) 2014, at 9 pm., around the same time, the patient also tested on the subject meter at ¿186 mg/dl.¿ during troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. The unit of measurement was set correctly at the time of testing. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient reportedly required hypoglycemic treatment at the ER after the inaccurate high issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.